Event description:
We are an oncology inpatient unit at (B)(6) medical center, (B)(6); I am the unit educator and due to this incident have talked with our leadership team. One of our action items at safety rounds was to report this incident in hopes of preventing errors for other healthcare practitioners in other healthcare facilities. First week of (B)(6) 2019 one of the chemotherapy certified rn's went to hand a new bag of etoposide chemotherapy. She noted that the current bag had the incorrect tubing which should be non-pvc tubing. After review of the incident, it was found that 8 nurses over 4 days did not infuse the chemotherapy drug through the non-pvc tubing that is policy but used contin u-flo primary tubing. After investigation into the incident one concern was the look alike packaging that is used by baxter healthcare corporation. Patient did not demonstrate any adverse effects upon assessment. Incident report completed and quality team, clinical nursing education and leadership has taken measures to prevent future errors. One action has been that we have moved our non-pvc tubing to the clean utility room versus the medication room with other IV tubing sets. Non-dhp tubing (non-pvc or sometimes referred to as taxol tubing) needs to be used with several types of chemotherapy if not used the chemotherapy can break down the plastic material in turn causing the patient to receive these chemicals intravenously. Recommendations for error prevention would be for baxter to have packaging that identifies tubing used for chemotherapy drugs with a different color packaging or partial color such as yellow or red on the packaging. Many hospitals keep IV tubing together I wonder how many times errors have occurred that never got identified secondary to incorrect hanging of tubing . Thank you for your time and this great organization as a nurse I have been reading the monthly newsletters for many years and have learned to watch for prevention of medication errors. Severity: error occurred; medication did not reach patient. (B)(6).